Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The explanted pump is expected to be returned for evaluation; however, it has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2017, that pump stop and low speed alarms occurred. The patient was asymptomatic. X-rays reviewed by the manufacturer¿s technical services representative did not reveal any abnormalities of the driveline. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. It was reported that pump stoppages occurred post-replacement. The patient's pump was subsequently exchanged on (B)(6) 2017.

Manufacturer narrative:
The explanted device was returned on 04/19/2017. Evaluation: review of the submitted system controller log file confirmed the report of low speed events and pump stoppages. Multiple low speed advisory, low speed hazard, driveline disconnected, and low flow hazard alarms and significant elevations in pump power up to 20.4 watts were recorded in the submitted log file on (B)(6) 2017. The interruptions in pump function occurred only while the system was connected to the power module via a grounded patient cable and appeared consistent with a potential driveline wire compromise. Approximately 15.5 inches of the external portion of the driveline was replaced on (B)(6) 2017 and was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline showed that all wires were electrically intact. Minor breakdown of the metal braided shield was observed on this portion of the driveline, consistent with approximately 9 months of use. Microscopic inspection of the underlying wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The driveline segment was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Pump stoppages reoccurred following the replacement of the external portion of the driveline and the pump was subsequently exchanged on (B)(6) 2017. The pump was returned with the driveline cut approximately 2 inches from the pump housing and the remainder of the driveline was not returned. Electrical continuity testing of the returned portion of the driveline extending from the pump housing revealed that all wires were electrically intact. The outer silicone sleeve and clear bionate layers showed no areas of damage and the metal braided shield appeared unremarkable. Microscopic inspection and high potential testing of the underlying wires did not reveal any areas of compromised wire insulation. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the returned pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not identify any device-related issue that would have contributed to the captured low speed events and pump stoppages; however, approximately 20.5 inches of the driveline was not returned for analysis and a potential wire compromise on that portion of the driveline could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.